Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a cracked lower display and the touchscreen is not responding. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit and found touchscreen assembly unable to operate correctly, due to crack in screen.- replaced touchscreen assembly, replace upper display cable. Fse broke the cable during display reassembly. Complete cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.the defective components were received for further investigation. The failure analysis and testing dept. Received part number touchscreeen with a reported unit failure of a cracked screen. The fat performed a visual inspection and found the part to have a cracked screen. Fat verified the reported failure but no root cause defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.